Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The blood glucose levels were not reported. Prior to the hospitalization, it was stated that the customer experienced low blood glucose levels while working outside on his yard. Nothing further was reported.